Event description:
It was reported that during a percutaneous transluminal coronary intervention (ptci), the multi-link stent was implanted in the proximal right coronary artery. The stent was positioned and the delivery balloon was inflated. After deploying the stent, an attempt was made to try to deflate the balloon prior to retraction. The proximal balloon segment did not deflate, whereas deflation of the mid and distal part was achieved. The entire system was removed as a unit. Reportedly, there was no patient injury.